Event description:
It was reported that the device reached recommended replacement time (rrt) earlier than expected. The device was explanted and replaced. In addition, the right ventricular (rv) lead exhibited high capture threshold. The rv lead was repositioned during the generator change and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 694758 implantable tachy lead implanted: (B)(6) 2012 product ID 407645 implantable pacing lead implanted: (B)(6) 2012 product ID 439688 implantable pacing lead implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.